Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset.

Event description:
It was reported that the device experienced a partial electrical reset. The reset was cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information sex. If information is provided in the future, a supplemental report will be issued.